Manufacturer narrative:
The device was evaluated and found to be within specification.

Event description:
The customer installed five implants on (B)(6) 2019. In position 22 and 29 (fdi 33 and 45) osseospeed ev 3.6s, 9 mm (ref 26312), in position 28 (fdi 44) and 25 (fdi 41) osseospeed ev 3.6s, 8 mm (ref 26311) and in position 20 (fdi 35) osseospeed ev 3.6s, 11 mm (ref 26313) were installed. According to the complaint the implants were removed on (B)(6) 2020 due to mobility and "avascular necrosis". The implants were removed during the healing period and hence not loaded at the time they were lost.